Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of customer's low blood glucose levels. The nurse states the customer was hospitalized for pneumonia, and during that time, their levels dropped to 37mg/dl. The customer's most current level was over 20mg/dl. The nurse states the customer was treated with dextrose. Troubleshoot was conducted. The nurse was advised that the device is operating as designed. The nurse was advised to contact the customer's healthcare provider over unexplained low blood glucose.